Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that their dentist recommended stopping aligner treatment. Patient has ceased treatment. Requested diagnostic findings or letter of recommendation, for ceasing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.